Manufacturer narrative:
Sections d9, h2, h3, and h4 were updated. The customer's reported complaint that the fully charged nxt battery (B)(6) dropped to half charge right after being inserted into the autopulse nxt platform was not confirmed during functional tests or archive data review. No device malfunction was observed during testing, and the nxt battery performed as expected. Review of the battery's archive data revealed no significant anomalies or errors. The nxt battery was successfully charged in a known-good nxt battery charger, with four steady green lights indicating full charge afterwards. It then powered a known-good nxt platform for 39 minutes. The reported issue was not replicated, and the nxt battery functions as intended.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer initially reported that their autopulse nxt batteries either do not hold a full charge or are being drained by the nxt unit itself. The customer stated that during a recent patient call, a fully charged nxt battery (sn (B)(6)) was inserted into the autopulse nxt platform, but it had already dropped to half charge. When the crew attempted to replace it, the second nxt battery taken from the shelf was found to be completely depleted. Later, the customer clarified that they would be sending only nxt battery sn (B)(6) for investigation, as this is the only battery showing issues. The remaining batteries hold a full charge and now appear to be functioning normally. The customer confirmed that there were no adverse effects on the patient, as they had three nxt batteries available and were able to replace the problematic one with a fully charged battery.